Manufacturer narrative:
Concomitant medical products: cd2357-40c ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting noise. It was also reported the patient was experiencing nausea and weakness. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The high voltage portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.